Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultramini meter reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medications. After the start of the alleged issue, the patient claimed she felt a symptom of sweaty. The patient took more food and/ or drank a beverage. At the time of troubleshooting, the cca noted there was no indication of misuse and the reported issue occurred about removing/ replacing the batteries. The cca walked the patient through resolving the reported issue. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.